Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the distributer contacted animas stating the up/down arrow keypad buttons were unresponsive. There was reportedly skipping around when the buttons were pressed. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 05/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2014 with the following findings: the keypad cover was found to be intact with no damage. All of the keypad buttons were found to be responsive. The keypad cover was removed; no contamination or damage was found to button key contacts. There were no intermittent conditions found to the keypad flex or the connector.the reported allegation was not duplicated during device evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.